Event description:
Manager reports that rns attempted to give vaccines to two departments and both reported that they were unable to give the vaccine because the needle was clogged and they could not depress the plunger. FDA safety report ID# (B)(4).